Manufacturer narrative:
B3: event date: the event occurred on an unknown date in august of 2025. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the screen of a novum iq large volume pump was not operational. During a fistulectomy with condyloma excision the patient was receiving propofol as the ¿primary source of sedation.¿ allegedly ¿in the middle of the case,¿ the screen ¿greyed out¿ and the user could no longer change the dose or volume of the infusion. While treatment/intervention were not further specified, the patient experienced inadequate sedation due to the less than intended therapy. No further information was available at the time of this report.